Manufacturer narrative:
(B)(4)

Event description:
The user is questioning the "low battery" announcement given by the device during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
(B)(4). There was no fault found with the device.